Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed with a clean transeptal puncture. The watchman truseal access system was advanced over the pigtail to the mid appendage. A 24mm watchman flx laa closure device was deployed once and was slightly proximal. The closure device was recaptured back to flx ball and driven slightly deeper into the appendage. After deployment, a tug was done and the closure device was determined to meet the release criteria. The closure device was released and an additional effusion sweep was performed. No effusion was noted at that time. The following morning, an echocardiogram was performed prior to discharge and a small pericardial effusion was noted. The patient was held for monitoring with potential to discharge later that evening. Around 4:30 pm, the patient went into cardiac tamponade and was transferred to the catheterization lab for a pericardiocentesis. 400 ml of bloody fluid was drained and the drain was left in for 2 days. The patient went into afib with rapid ventricular response (rvr) and was still in the hospital trying to get their rhythm/rate under control. The patient has since been discharged with no further complications.